Event description:
The customer called to report that the insulin pump was not delivering any insulin, and as a result, she has experienced high blood glucose levels and nausea all day. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. However, the daily totals did not add up correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.